Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's blood glucose was unexpectedly high- 19 mmol/l. Customer noticed a leakage between cannula and self-adhesive. The cannula is partially separated from the cannula housing. No adverse event reported. A request was made for the return of the device.